Event description:
Medtronic received information that six days after the implant of this transcatheter bioprosthetic valve the patient experienced a n ear-syncopal event and was diagnosed with second-degree heart block. Temporary pacing wires were initially placed, and a permanent pacemaker was implanted the following day, resolving the conduction disturbance. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The valve remains implanted, therefore no product analysis can be performed. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.